Event description:
Event description boston scientific, crm received information that this cardiac resynchronication therapy defibrillator (crt-d) device was explanted due to suspected premature battery depletion. The battery voltage was 2.56 v and the charge time was 23.3. Seconds. The device was reported to have reached elective replacement indicator (eri) status on august 15, 2006. No adverse patient effects were reported.